Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was successfully implanted. After the procedure the patient had a pericardial effusion. A pericardiocentesis was performed and the patient was doing well.